Event description:
It was reported that this right ventricular (rv) lead showed a suspected lead conductor fracture that was not confirmed through x ray analysis, but threshold was unstable, and the pacing impedance was high, out of range. A 24-hour holter examination was performed because of patient feeling dizziness, lightheadedness, and loss of capture (loc), so a pacemaker check was requested. An additional lead procedure was completed for this patient and the rv lead was surgically abandoned. The pacemaker was also replaced. The remaining battery was sufficient, but the physician decided to replace it from a viewpoint of infection prevention. After a week of postoperative hospitalization, the patient was discharged from the hospital after a mild recovery. No additional adverse patient effects were reported.